Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and had loss of capture. Also, the lead of the tip was not moving that resulted to the heart wall being perforated. A surgical procedure was performed to reposition the lead. The patient was stable. Additionally, the patient's blood pressure began to drop. An ultrasound result revealed a lead perforation. The perforation was repaired. The rv lead remains in service. No additional adverse patient effects were reported.